Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator immediately after a cardioversion. The device software was downloaded and the alerts cleared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.